Event description:
The physician placed a luderquist using standard technique. The main body was placed patient right. The device was released using the mechanical advantage of the grey deployment handle. The device was released to the contra gate. The physician then tried to release the apex holder. The grey portion was not advancing forward and would not disengage. The physician gripped the blue main body and tried to push forward to then twist. The grey knob would not advance. The physician then took hemostats and tried to unscrew the peg that holds the grey knob from turning, he was able to break it off and then twist the grey to then release the black. The apex released and the physician continued with the case. This was long renal to hypo case. The physician needed two limbs on both sides. The physician had an 18fr dry seal up the patient left. He advanced the dry seal into the contra gate for the first limb the 15x120 on the left. Then the dry seal was pulled back and the 17x120 was placed. As he advanced the second limb the nosecone met the iliac to aortic bifurcation and the device would not advance. As he pushed the device started bowing in the iliac and would not advance. He pushed on the belly to try to adjust the anatomy, but it would still not advance. They took the device out advanced the sheath into the previous limb and then tried again and were able to deploy successfully. Patient outcome - "treated successfully."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2021-00133. Device 2 is being reported under MDR-2247858-2021-00134. Device 3 is being reported under MDR-247858-2021-00135. Device 5 is being reported under MDR-2247858-2021-00137.

Event description:
The physician placed a luderquist using standard technique. The main body was placed patient right. The device was released using the mechanical advantage of the grey deployment handle. The device was released to the contra gate. The physician then tried to release the apex holder. The grey portion was not advancing forward and would not disengage. The physician gripped the blue main body and tried to push forward to then twist. The grey knob would not advance. The physician then took hemostats and tried to unscrew the peg that holds the grey knob from turning, he was able to break it off and then twist the grey to then release the black. The apex released and the physician continued with the case. This was long renal to hypo case. The physician needed two limbs on both sides. The physician had an 18fr dry seal up the patient left. He advanced the dry seal into the contra gate for the first limb the 15x120 on the left. Then the dry seal was pulled back and the 17x120 was placed. As he advanced the second limb the nosecone met the iliac to aortic bifurcation and the device would not advance. As he pushed the device started bowing in the iliac and would not advance. He pushed on the belly to try to adjust the anatomy, but it would still not advance. They took the device out advanced the sheath into the previous limb and then tried again and were able to deploy successfully. Patient outcome - "treated successfully."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2021-00133. Device 2 is being reported under MDR-2247858-2021-00134. Device 3 is being reported under MDR-247858-2021-00135. Device 4 is being reported under MDR-2247858-2021-00136. Device 5 is being reported under MDR-2247858-2021-00137.